Event description:
Reported event of "port-related problems" from journal article: "hunger control and regular physical activity facilitate weight loss after laparoscopic adjustable gastric banding", (2008) obes surg 18:833-840 doi 10.1007/s11695-007-9409-3.

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet rec'd this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Device labeling: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."